Event description:
It was reported that the user experienced hyperglycemia following an infusion set change while using the ilet system with a 23" teflon 6 mm infusion set, prompting guided troubleshooting that included tubing fill, applicator priming, site application, and cannula fill, after which insulin delivery reportedly resumed; the caregiver noted an unexpectedly empty cartridge approximately three hours after the prior site change without visible leaks. Symptoms included elevated blood glucose with a peak of 313 mg/dl and sustained readings above 180 mg/dl for about three hours, without ketone testing, alerts, backup therapy, or medical intervention. Outcomes included temporary hyperglycemia without injury, loss of consciousness, or hospitalization, with glucose later trending downward. Investigation included product use review and user education on infusion set change and monitoring. Investigation of this case revealed no device alarms and no observed hardware faults, with the event consistent with unexplained hyperglycemia and possible infusion site or delivery issue that could not be confirmed. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.